Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, a cuff inflation/deflation issue occurred during use. It was reported that they changed the tube to resolve the issue. There was no patient injury reported in this event.